Event description:
The customer reported to olympus, the evis eus ultrasound gastrointestinal videoscope had a tear on the ultrasound probe coating. This issue was found during maintenance, and there was no patient involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the ultrasound probe and distal end unit condition was damaged. Additional findings include: the distal end adhesive was pitted, and play was evident in the angulation orientation, as it was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user handling. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.